Event description:
An unk size talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 55 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that 41 months post implant, a CT scan showed there has been upward migration of the left limb of the graft and there is a distal attachment site leak into the aneurysm sac. Consequently, there has been an increase in the size of the aneurysm sac from 74 to 80 mm. This was treated with implantation of an iliac limb 1 month later. No additional info was provided and no additional clinical sequelae were reported.

Manufacturer narrative:
Lack of info (no films or operative reports were provided, vessel morphology was not reported, unk cause of migration).